Event description:
An account alleged that the brakes would not hold on this bed.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The tech adjusted the casters in order to resolve the problem.